Manufacturer narrative:
(B)(4). One event was reported for this quarter. One device was received for evaluation. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device reportedly unintendedly ejected the bur. There was no patient involvement; no patient impact.